Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Initial diagnosis of the fsr is a defective gas delivery engine. Fsr calibrated the o2 cell, changed the o2 cell and ran the extended systems test, however there was no change in o2 readings. Fsr checked and performed the air/o2 differential regulator calibration. With the fio2 set at 60% the avea monitored reading was 58% but only delivering 47%. Attempted an o2 blender calibration but was unsuccessful. After the attempt, the fsr cycled the power and the user interface module (uim) is now blank. The backlight comes on and the leds light up during the boot up process but the uim is unresponsive after. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator was alarming low oxygen when is set to 100% the monitor only goes up to 76% at this time, there is no information regarding patient involvement associated with the reported event.